Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D10: device returned. H3, h4, h6: a review of the device history record. Device history lot: part # 319.006. Synthes lot # a4jd496. Supplier lot # na. Release to warehouse date: 19 dec 1998. Manufactured by synthes brandywine. No ncr's were generated during production. Device history batch null, device history review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition h3, h6: investigation summary updated event description: it was reported on september 5, 2019, during an unknown foot surgery, the probe of the depth gauge broke off. The depth gauge broke off where the probe exits the black part of the depth gauge so it was sticking out prominently and the probe was easily retrieved by the surgeon just using his hands. A back-up depth gauge used to finish the case. There was no surgical delay. The procedure was successfully completed with no patient consequence. The surgeon could tell that the entire probe was intact when he removed it. Final x-rays of the procedure were taken at conclusion of case and it was at that time confirmed that no part of the depth gauge was left behind. Flow: damage. Visual inspection: visual inspection observed that the distal needle portion of the depth gauge broke off where the threads of the needle portion are (needle component) was returned. The break is roughly flush with the depth gauge body. Some surface wear is present but consistent with use and the age of the device. Additionally, the instrument was also missing the sleeve portion. A device failure was identified. Dimensional inspection: specifications: measured dimensions: device used: micrometer om147. Document specification: the following documents were reviewed as part of this investigation: depth gauge for 2.0/2.4 mm screws: 319_006 rev n/c. Needle: 319_006_3 rev e/b. Based on the review of the above drawings, no design issues contributing to relevant complaint condition were identified. Review of the manufacturing record evaluation showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Investigation conclusion: the exact cause of the complaint condition cannot be determined as the handling and use of the device are unknown. However, the condition of the depth gauge is consistent with the result of a bending force applied to the needle portion of the depth gauge that is beyond the yield limit of the material. Additionally, it is most likely that disassembly of the device for sterile processing and misplacing of the components contributed to the complaint condition of missing component. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2019, during an unknown foot surgery, the probe of the depth gauge broke off. The depth gauge broke off where the probe exits the black part of the depth gauge, so it was sticking out prominently and the probe was easily retrieved by the surgeon just using his hands. A back-up depth gauge used to finish the case. There was no surgical delay. The surgeon could tell that the entire probe was intact when he removed it. Final x-rays of the procedure were taken at conclusion of case and it was at that time confirmed that no part of the depth gauge was left behind. The procedure was successfully completed with no patient consequence. This is report 1 for 1 (B)(4).